Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Bone overheating is suggested because we have no control over the cutting power of the drills used and about the quality of the irrigation during the surgical procedure.

Event description:
(B)(4)¿ the dentist reported that 26 days after the dental implant was installed in intraoral region 19#, its non-osseointegration was observed. Moreover, 34n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type ii) and immediate implant was performed.